Manufacturer narrative:
No product will be returned for evaluation.

Event description:
The pt stated that, in 2007, he was changing his insulin cartridge and inadvertently pulled the cartridge out of the infusion device (rather than unscrewing it) leaving the cartridge plunger attached to the piston rod. When this occurred, insulin leaked from the cartridge into the cartridge chamber of the infusion device. He was advised to remove the moisture from the cartridge chamber using a cotton swab and allow the infusion device to air dry if any residual moisture was detected. During follow up, the pt reported that the infusion device was functioning properly. The pt did not report blood glucose concerns related to this issue. In 2007, the pt acknowledged that the infusion device had been functioning properly in follow up to the occurrence. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.